Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using a regular retainer, the patient's dental provider determined that teeth need to be realigned due to an uneven bite. Due to this, invisalign treatment plan with the dentist selected to move the teeth.